Event description:
It was reported that the customer's high blood glucose was treated with glucagon shot. The wife stated that the customer was found unconscious and paramedics were called. It was reported that the customer's doctor started him on u500 and ever since the customer has been getting several lows. It was also reported that the customer drove to work and he was fine. Then he walked to the car and the only thing he remembers is getting on the express way. Later, the customer crashed into a pole and he was taken to the hospital with minor scratches and a light burn. The customer was released the same day. A displacement test was performed and passed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.